Manufacturer narrative:
It was noted that the issue resolution was confirmed on the original call to medtronic technical services. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative, neuro coordinator, reported that while in cranial procedure, the 3d model anterior and posterior were reversed on the exam. The site had already registered so they opted not to correct the orientation. As the surgery proceeded, it was confirmed that navigation was accurate. No further details were provided. There was no delay in therapy reported. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information provided.patient weight was not provided by the site.a medtronic representative reported that after speaking to the neuro coordinator at the site, all he needed to know was how to flip scans from anterior to posterior. After the rep emailed him detailed instructions with pictures, it was sufficient. There was no issue with scans or software.the software investigation found that the reported event was unrelated to a software issue. The user had problems understanding how to manipulate images. The software functioned as designed.